Manufacturer narrative:
(B)(4). The returned catheter was tested and passed electrical test, temperature bath test, generator test, patency/flow test and deflection test. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); soundstar 3d 10f-90 catheter, model #: m-5723-05, lot #.: 10135930; c3 nav variable lasso catheter, model #: d-1290-01-s, lot #.:15285228l. The customer was contacted by biosense webster field service engineer. The hospital (B)(4) staff advised that all of the hardware systems were being used under normal parameters with no issues or errors. (B)(4).

Event description:
It was reported that an effusion occurred during a non-experimental pvi case, afib procedure. The effusion was noticed towards the end of the case, more than an hour after the ablation was completed. Ultrasound was used to confirm the effusion. Treatment administered was a reverse anti-coagulation agent to slow the effusion and a periocardiocentesis. The current status of the patient was stable and fully recovered. The patient's prognosis was good.